Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken knobs. It was indicated that the rate and menu knobs were unable to change settings. Analysis was unable to confirm that the output connectors were broken. It was also indicated that the keypad window was scratched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors and top and bottom knobs. The epg was returned for service. There was no patient involvement.